Event description:
Philips received a complaint from the customer reporting that the touchscreen on the v60 ventilator was frozen. The device was not in clinical use. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed that the touchscreen was not responsive to touch command. The rse advised the customer to complete a touchscreen calibration. The bme performed and confirmed successful calibration in the diagnostic menu. The bme confirmed the touchscreen was responsive after calibration. The bme cycled power into normal operational mode and verified the issue was resolved. The rse informed the bme that if calibration drifts further to replace the touchscreen assembly. The device was operational and returned to service after repairs were completed.